Manufacturer narrative:
Product ID 3889-33, lot# va0qxr3, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she experienced uncomfortable stimulation, painful stimulation, and stimulation in the wrong location. She also had pain at the implantable neurostimulator (ins) pocket, down her leg, and at the implant site and where the leads were located at the base of her spine, she experienced burning/ pinching. No matter what she set the device to, the patient felt like her toe was cramping all of the time. It was noted that the reported issue was related to positional movements. She felt all of these things, even at low settings, but at the lower settings the device did not help her bladder symptoms. If the device was set too high, then she could not have bowel movements. The patient turned stimulation down to 0.5 from (B)(6). The patient tried program 4 again and felt a pinching feeling above the battery and had a burning/ pinching feeling above on the opposite side of the tailbone. The patient then turned stimulation off. It had been off for three weeks at the time of this report. With stimulation off the patient still felt stimulation occasionally. She also still had pain at her implant site and tailbone. Every once in a while the patient got a little bit, so she thought it must be touching a nerve. It was noted that the device was not turned on after implant and the patient turned the device on. She was initially on program 4 but then changed to program 3 and then program 1 but she could not tolerate the stimulation so she tried 4 again. At the time of this report the patient&#38112;device was confirmed to be off and her urinary/ bowel symptoms had returned. The patient followed with her doctor and he recommended revising the pocket and potentially revising the lead. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.